Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the emergency room (ER) nurse trying to start therapy but was getting an alarm 14 (probe out of range) in an arctic sun device. The foley was plugged into outlet monitor temperature (t1) and esophageal into outlet control temperature (t2). Outlet control temperature (t2) was reading a temperature. Swapped cables and tried to start therapy again. Device primed and stopped. Guided to diagnostics showed that the system hours were 2414, pump hours were 1898, inlet pressure (ip) was negative 0.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm and they would just replace the device.